Event description:
The pump was returned for investigation. Investigation revealed a display failure and contamination under keypad button contacts. This report is made based on results of investigation completed on 06/30/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. The keypad cover was removed and contamination was found under the contrast button contact, which has no effect on insulin delivery. Unrelated to these issues, the keypad cover was observed to be torn near the up arrow and down arrow buttons. (B)(6).